Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a (tplo) tibial plateau leveling osteotomy veterinary surgical procedure, it was observed that the large chuck device would all of a sudden freeze up but when it was hooked up with one of the other attachment devices, it ran just fine. There was a few minutes delay to the surgical procedure. It was unknown if a spare device was available for use. The surgery was completed successfully. There was no human patient involvement, as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted ; accordingly.

Manufacturer narrative:
Initial reporter: the customer email was reported as unknown in the initial medwatch, the email address is (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.